Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high threshold, high pacing impedance and r wave amplitude variation. Furthermore, it was noted that the lead helix failed to extend. The lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue, inadequate capture, high pacing lead impedance and r-wave amp variation were confirmed. A complete lead was returned in one piece. Final analysis found the cause of the reported event of helix mechanism issue isolated to the helix being bent, clogged with blood/tissue and overtorque of the inner coil. The reported events of inadequate capture, high pacing lead impedance and r-wave amplitude variation were due to broken filars of the inner coil. No other anomalies were found.